Manufacturer narrative:
(B)(4).

Event description:
Procedure: anterior resection. According to the reporter: the patient had first surgery on (B)(6). After a few days there was an anastomoses insufficiency. Open wounds on dorsal rectum/anastomosis area. This was treated with re-operation to clean the wound and with endo sponge inlays. At the last re-operation on (B)(6), the staple was found in situ.